Event description:
A malfunction was reported, identified by malfunction code malf 0, which occurred without any notable prior events. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact on blood glucose levels. Customer technical support provided information for resetting the pump, assisted the caller in performing the reset, and instructed that the customer could continue using the pump. The customer was advised to call back if the malfunction code recurs and acknowledged this guidance.